Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
Rp 011788 - the dentist reported that after 5 months dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, the patient presented bone type IV, bone graft was executed and immediate implant was performed.